Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing the involved product. A failure mode was not able to be identified with the image provided by the customer. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Event description:
An incident involving a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip reported that there was leakage. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending. D4: only di provided as lot number is unknown.